Manufacturer narrative:
Final analysis found that after opening the ac power adapter, burnt components were observed on the circuit board. Upon opening the transmitter; multiple modem circuit components damage was noted. A burnt mark on the inner casing of the ac power adapter was also observed. It was concluded that the damage was caused by high voltage flow from the outlet due to the storm.

Event description:
It was reported that the patient's son called to report that their transmitter would not power up after a storm took out their power. The prongs were removed and replaced; burnt marks were noted on the prongs. The transmitter was plugged in different sockets; still would not power up. The transmitter was replaced.